Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.